Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly checked the ventilator and found no issues. The ventilator logs does not contain any technical error codes to indicate any ventilator malfunction. The ventilator was reportedly not connected to any evacuation system. The root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment the peep (postive end expiratory pressure) value of the device measures -12 cmh2o during simv or CPAP ventilation mode. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The correction of fields #g3 date received by manufacturer, #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation and information provided by technician. #g3 date received by manufacturer: previous date received by manufacturer (provided in initial emdr): 09/24/2021. Corrected date received by manufacturer: 09/17/2021. #h4 manufacture date: previous manufacture date: 01/28/2014. Corrected manufacture date: 10/05/2006. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The correction of field #g3 date received by manufacturer was required. This is based on the internal evaluation and information provided by technician. This was intended to be included in follow up emdr sent on 06/30/2023 but instead the submission date was listed in #g3. #g3 date received by manufacturer. Previous date received by manufacturer (provided in follow up emdr sent on 06/30/2023): 06/30/2023. Corrected date received by manufacturer: 09/17/2021.

Event description:
Manufacturer's ref. #: (B)(4).